Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation into two pieces could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: nurse reports that when pulling the primary alaris pump infusion set from the bag, she noted that the tubing was separated into two pieces at the manufactory site.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.